Event description:
It was reported that when the lead was repositioned at implant attempt, the helix was not working. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) distal conductor blood/body fluid (not obstructed). The helix will not extend due to dried blood in the distal conductor, preventing torque transfer when the is-1 pin is rotated.